Manufacturer narrative:
If implanted give date - 2015 (specific date unknown). Occupation - other; sales representative. Evaluation - device not returned for evaluation. No lot identification is available. No conclusions can be drawn regarding root cause of the reported event.

Event description:
It was reported that anterior cervical plate 1-level 24mm was implanted on an unknown date in 2015 using 4.0mm x 16mm sd fixed screws. Radiographs taken on (B)(6) 2016 show the screw still in place. Radiographs taken at 3-year follow-up shows the lower left screw has totally backed out of the patient's bone. Surgery was performed the week of (B)(6) 2018 to remove the loose screw. The plate remains in place with the three (3) remaining screws